Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range pacing impedance below 200 ohms in the right atrial (ra) lead channel and noise oversensing causing false atrial tachy response (atr) episodes. No adverse patient effects were reported. This system remains in service.